Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the emitter for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the electromagnetic field from the emitter appeared to be smaller than expected. It was noted there was no interference in the electromagnetic field. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device evaluation: the emitter was returned to medtronic for further evaluation. The returned field generator emitter was connected to a test system and no issues were detected. Tracking remained normal throughout the duration of testing. There was no failure found with the emitter. If information is provided in the future, a supplemental report will be issued.